Event description:
The customer reports that the axsym core-m reagent cap 3 did not actuate properly to open the cap when running the analyzer. The sample probe subsequently became bent when it hit the closed cap. The operator of the analyzer attempted to remove the bent probe and received a probe stick to her thumb. The thumb became red and swollen but no stitches were required. The customer followed their lab policy for needle sticks. Treatment included a tetanus shot and a 28-day regime of anti-viral medication. The operator was wearing disposable gloves, but had not decontaminated the sampling probe before attempting to remove it from the axsym. Blood will be drawn at intervals for the next six months for chemistry, (B) (6) and (B) (6)testing. There was no report of adverse effects due to treatment. There was no impact to patient management reported related to this issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 385 mg/dl, 162 mg/dl and 214 mg/dl back to back within 10 minutes on the aviva system. Reporter took his normal 15 units of humulin r and 30 units of humulin n after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. Reporter stated that when he got the strips, that they were stuck together. Reporter also stated he the blood does not absorb into the yellow testing area. A request was made for the return of the affected product.